Event description:
Customer reported that he received a no delivery alarm. Customer stated he performed prime and insulin did exit the tubing but when reconnecting; alarm is recurring. Customer has not tried different cannula lengths, insulin is not expired or denatured, the does rotate sites and avoids scar tissue. Blood glucose value is 106 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.